Manufacturer narrative:
(B)(4). The biomedical engineer evaluated the ventilator, installed a new breath delivery (bd) central processing unit (cpu), and requested software installation. The covidien field service engineer (fse) installed the latest software revision, and the unit failed to pass the exhalation calibration. The fse was unable to complete the testing. The customer biomedical engineer will replace the exhalation valve, and will complete the ventilator¿s testing.

Event description:
It was reported that, the ventilator generated an error code. There was no patient involvement.